Event description:
It was observed that during the device evaluation, the camera head exhibited part of image is black and water tightness is lost due to cut in cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water tightness is lost due to cut in the cable and part of the image is black was due to the coupler stopper was loosened. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.